Manufacturer narrative:
(B)(4). The device was manufactured (B)(6) 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and revealed that the flow rate of the device was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This was noticed during infusion. The pump was filled with 80 ml fluorouracil and 35 ml sodium chloride, and the expected therapy time was reported to be 46 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.